Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) low helium alarmed. The ICU rn, called for assistance with helium issues .he reported that the patient had just come up to the unit from the ccl on a balloon pump. He stated that when the patient arrived the low helium alarm was sounding so they attempted to change it. They went through three tanks prior to calling. It was verified that all connections were appropriate and that the tank was in fact open. The rn was encouraged to switch out the console. After several calls, the rn was able to find several back up consoles that the ccl and ICU were not aware of. He successfully changed over to the new console which resolved the issue. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customers biomed found this unit in shop, read the work order. The biomed installed new/full helium tank from cathlab with white band intact. The biomed ran the unit with error using the simulator. The biomed performed some of the functional testing for the helium pressure switch in the maintenance mode and the unit performed normally. Returned to cathlab. H3 other text : customer handled the issue.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) information regarding the correct serial number of the device has not been provided from the customer despite multiple attempts to obtain the information, therefore, the production identifier component of the UDI is not available.

Event description:
N/a.